Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: per the customer, the surgeon is sure that the broken pieces of the device were removed from the patient, visualized, and set aside. The top jaw was saved with the device, but it is clear that the gold I-blade was broken as well and it is not being returned. The or manager/caller reports that an xray was being done to confirm no piece from the instrument is in the patient as per their internal risk management procedure. The staff and surgeon are confident there are no device pieces retained in the patient. The or manager will call back if the xray indicates anything different.

Event description:
It was reported that during a nipple sparing mastectomy procedure, while dissecting the medial upper portion near the mammary artery, the top jaw and part of the blade broke off the device. The broken portion was retrieved from the patient and visualized by the surgeon. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.